Manufacturer narrative:
The mechanism and root cause leading to the reported stenosis cannot be identified or evaluated without device evaluation and/or additional information. No further action is required at this time.

Event description:
Per follow up with the healthcare provider, it was learned that this event was due to stenosis of the subject valve. No additional information was provided.

Manufacturer narrative:
Report of a patient that underwent an implant of a transcatheter mitral valve within a previously implanted mitral bioprosthetic valve (valve in valve) after an implant duration of approximately 12 years. Multiple attempts with the healthcare provider to obtain additional information about this event were unsuccessful. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the patient underwent an implant of a transcatheter mitral valve within the subject valve (valve-in-valve), after an implant duration of approximately twelve (12) years. The reason for intervention was not provided despite multiple follow ups with the healthcare provider.